Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that an alarm was heard. It was reported that the patient reported hearing a siren sound and a beeping sound coming from the pump. The patient was hearing the siren sound every 10 minutes. The patient had the pump turned off while in critical care because it malfunctioned, but the pump was still alarming. It was reported the pump was turned off because it malfunctioned and gave the patient a very high dose. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drugs being delivered were 30 mg/ml dilaudid (hydromorphone) at 7.921 mg/day and 9 mg/ml bupivacaine at 2.3763 mg/day. The reason for use was not reported. It was reported that the patient presented to hospital and was admitted to critical care unit (ccu). After a few days of observation the hcp believes the pump is causing toxicity issues. He has written order for the pump to be shut down. The floor nurse spoke with the managing physicians nurse about shutting down pump. The hcp was informed of minimum rate versus shutting off the pump. External/patient factors that may have led or contributed to the issue included the patient had a recent drug change and dose change. The patient was admitted on (B)(6) 2018 and the pump was interrogated. At that time, no pump allegation or adverse events were communicated. On (B)(6) 2018, the patient had magnetic resonance imaging (MRI) and at that time the rep was informed of the toxicity complaint. The pump resumed after MRI normally. Pump logs show a motor stall occurred at 17:42 on (B)(6) 2018 and it recovered at 18:29 on the same day. On (B)(6) 2018 the hcp requests to stop pump and wrote an order. The issue was not resolved at the time of the report. Surgical intervention did not occur and it was not planned. The patient¿s weight was provided. There were no further complications reported/anticipated. Additional information was received from the rep on (B)(6) 2018. The rep met with the nurse in the ccu and reprogrammed pump to ¿stopped pump¿ at the request of the other rep on (B)(6) 2018 at 3:09 p.m. The patient was noted to be somnolent but moving all 4 extremities. They were unable to follow verbal commands or respond verbally to those at his bedside trying to rouse him. The nurse was reminded of the importance to restart pump within 48 hours if continuation of therapy is desired. There were no further complications reported/anticipated.